Event description:
It was reported that there was high impedance of greater than 3000 ohms. A new lead was placed in the right ventricle for pacing/sensing. The high voltage portion of this lead remain in use. Additional information was received from the patient that she was unable to sleep, and her hands felt 'tingly'. It was later reported that pacing/sensing lead was sensing noise and oversensing. The lead was explanted and replaced and the high voltage portion of the original lead was explanted and replaced as well. During the extraction, the atrial lead was damaged and it was partially removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.